Event description:
A surgeon was performing a venous anastomosis on a forearm free flap with a cem2755 3.5mm microvascular anastomotic coupler. The knob of the gem2740 microvascular anastomotic instrument, which is used to approximate the coupler rings, became stuck and would not advance. While removing the coupler rings from the pt, the vessel tore. At this point, the surgeon elected to complete the anastomosis with a hand suture. The pt made a full recovery. No adverse outcome was reported.

Manufacturer narrative:
An anastomotic instrument is a reusable (surgical-grade stainless steel, titanium and hard-coat anodized aluminum) surgical tool. Anastomotic instrument serial #(B)(4) was manufactured prior to 2004. This instrument was returned to the MFR for repair on 11/12/2013. The anvil shaft assembly, shaft retainer, and release button were replaced and the instrument was returned to the customer on (B)(4) 2013. (B)(4).